Manufacturer narrative:
This is an initial/final report. The greater than symbol (>) is used throughout the various adc product inserts/operator's manuals. Specifically, the precision xceed pro test strip product insert provides the following information under the heading of monitor test messages: >27.8 (>500) "means the blood glucose may be higher than 27.8 mmol/l (500 mg/dl)". Additionally, the precision xceed pro operator's manual provides the following under the heading of troubleshooting: symptoms/error messages: > 8.0 mmol/l ketone "the test result is above the measuring limit of the system." The actual date of event is unknown. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a user report from the (B)(6) which reported the following information received from a physician in a hospital: approximately 18 months ago a patient had a blood glucose test performed, using the hospital's adc blood glucose meter, and a result of > 27.8 mmol/l was received. The hospital staff reportedly misinterpreted this result to mean "exactly 27.8 mmol/l" because it was thought that the greater than symbol (>) was an arrow. The physician noted that a venous plasma glucose specimen was sent to a laboratory (no result provided) and that this led to a delay in treatment. The user report noted the patient was in a "severe hyperosmolar state not identified by staff, leading to delayed treatment and death". The physician further reported that "multiple other patients were not treated appropriately". It is unknown what treatment was rendered. The physician was contacted in follow-up but could not remember many of the details of the event; however he did provide the following information: the patient was an (B)(6) male with a history of type ii diabetes, who was admitted in (B)(6) 2013 due to "uncontrolled diabetes". The physician noted the cause of death to be "hyperosmolar". He reiterated that he had spoken to a "consultant in oxford" who noted similar misinterpretation by nurses with reference to the greater than (>) symbol, but he declined to provide any details.